Manufacturer narrative:
The device involved in the reported incident is not expected to be received for evaluation. An investigation has been initiated based upon the reported information.

Event description:
The reporter stated that the patient had a peripherally inserted central catheter (PICC) line placed for shock therapy on (B)(6) 2010. The course of care was uneventful. On (B)(6) 2010, the rn attempted to change a biopatch dressing at the PICC insertion site. The slit portion of the biopatch appeared "melded together". The (PICC) line was inadvertently retracted about 8cm. The patient was brought back to the infusion center and the line was reset using a guide wire. The correct placement of the re-inserted PICC was confirmed by x-ray. The biopatch was very saturated at the time that it was removed. It had been in place on the patient for one week. There was no adverse outcome for the patient. Tegaderm is used over the biopatch.